Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8 mm medium-large clip applier instrument had a clip application failure. The user completed the procedure using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the clip was already applied to the tissue. The instrument jaw was unable to release the clip. This occurred on the 3rd clip application attempt. The customer used a backup clip applier to continue the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have two bent grips, causing misalignment the grips-tips. There was a 0.15 mm offset at the tips. A clip can be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the bent grips-tips. The grips were not found to have cracking damage. Additional observation(s): the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip was installed on to the clip applier, upon activating the clip application the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed.

Event description:
Refer to h11 for follow-up information.